Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-04824. It was reported that during a coronary drug eluting stenting treatment procedure, deployment difficulty occurred. The 90% stenosed 3x32 mm lesion being treated was located in the moderately tortuous, mildly calcified distal left anterior descending (lad) artery. The lesion was predilated with a 2.50x20mm maverick balloon, inflated to 9atm for 3 seconds. The physician deployed the 2.50x32 mm taxus liberte drug eluting stent, at 9 atm for 3 seconds, however, the distal portion did not fully expand. Three attempts to expand the distal part of the vessel were unsuccessful, inflating to 15atm for 15 seconds. The stent was post dilated using a 4.0x8mm quantum maverick balloon inflated to 12atm for 5 seconds. The pt was stable and asymptomatic with clinical confirmation of the artial dilatation which relieved the pts' symptoms. No pt complications were reported. Pt status reported as "stable."